Event description:
It was reported to baxter (B)(4) that a flo gard compatible blood set was leaking from the base of the lower drip chamber during priming. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. Therefore, the reported condition of a leak could not be confirmed. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.